Manufacturer narrative:
(B)(4). D10: stryker liner (competitor device), item: 1236-2-848, lot: 49335801. Taperloc por fmrl 6.0x132, item: 103201, lot: 932200. M2a-magnum pf cup 48odx42id, item: us157848, lot: 226590. G2: foreign ¿ canada. H6: proposed component code: mechanical (g04) - head. The customer indicated that the product location is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a left hip approximately 12 years post implantation due to an intraprosthetic dislocation. Intraoperatively, dual mobility component wear, effusion, and muscle damage were noted. Component exchange with the stem retained were completed without known complications. It was confirmed that no further information could be provided.